Event description:
It was reported by the aci vascular closure specialist that a female pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no pvd/calcium in the vicinity of the access site. Following the procedure, the deployer selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was inserted into the pt and the balloon lost pressure after the first stop, and the device pulled through the sheath with no resistance. The device was removed from the pt and the pt was converted to 20 minutes of manual compression. Hemostasis was achieved. The pt was ambulated and discharged home on (B)(6) 2012.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.